Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from a single patient sample and a specialty diluent processed using vitros troponin I es reagent on a vitros eciq immunodiagnostic system. A review of historical troponin I quality control data shows acceptable performance. However, the level 1 quality control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml); therefore, a reagent issue cannot be entirely ruled out as a contributing factor. It is not known if the customer is following manufacturer recommendation for pre-analytical sample handling, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The likely assignable cause for the event is instrument related, as a within-run troponin I precision test was outside of ortho clinical diagnostic guidelines, indicating the vitros eciq immunodiagnostic system was not performing as intended. The ortho field engineer performed service actions and the post service within-run precision results were acceptable indicating the vitros eciq immunodiagnostic system was performing as expected.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from a single patient sample (troponin I = 0.133 versus expected <0.012 ng/ml) and a specialty diluent fluid (troponin I = 1.01 versus expected <0.012 ng/ml) obtained using vitros troponin I es reagent on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I es patient result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).